Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device in range? Was the safety disengaged? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut did the device cut the tissue? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil? If the anvil could not be opened, how was the device removed? Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Did the washer break completely? Was there audible and tactile feedback from the washer break? Was the firing stroke interrupted prior to full washer break? Was the device difficult to close? Was there adjusting knob issues? Did the anvil detach? Did the indicator come into the orange range? Were there excessive tissue between the anvil and the deck? Did the surgeon wait the 15 seconds to fire the device? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic surgery there was an issue in removing the stapler (after clips shooting and tip opening). The mucosa remained stuck in the stapler and in some area the anastomosis remained open. The surgery has been ended applying a manual anastomosis as reinforcement the surgery was delayed. Manual anastomosis as reinforcement , the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2024. Additional information was requested, and the following was obtained: was there any other issue on the ecs29b? The facility regularly uses the instrument and, according to the surgeon, has been used following all of our guidelines. The instruments did not present any additional problems compared to those already described, the difficulties were manifested only during extraction. When retracting the instrument, the tension exerted compromised a few points, requiring an oversight which caused a delay in the procedure.